Manufacturer narrative:
Philips has investigated this compliant. It was reported to philips that image storage was not possible due to an image disk issue. The philips engineer suggested service, but the service quotation was not accepted by the customer, and the quotation expired. No service has been performed by philips. To date, no additional information on the problem has been reported. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image storage was not possible, which could impact imaging. There was no reported patient or user harm. Philips has started an investigation of this compliant.